Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. The customer¿s blood glucose was 61 mg/dl and sensor glucose was 65 mg/dl. The customer was advised if blood glucose readings are significantly different than sensor glucose readings to wash hands and calibrate again. The sensor will be returned for analysis.